Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted customer with various troubleshooting steps but pump did not recover and showed red light and periodic vibrations. Technical support arranged replacement pump.